Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2015 their stimulation started turning off on its own. They realized they were hurting awfully bad and then realized their stimulation had shut off. The ins would be charged when that happened and their controller would not be in the same room as them. The patient denied any falls or traumas. It was advised the patient follow up with their healthcare provider.